Event description:
Rptr was disabled at time of event, physically and mentally with severe anxiety and depression. Rptr was using their wheelchair in their one room apartment when the control pad fell off. The chair stopped and rptr was about four feet from bed. Did not wish to risk using broken control pad so was pushing self up and out of chair to use table to get to bed. As rptr pushed up the right arm rest slid out and rptr fell directly onto the floor. Rptr landed on coccyx bone and pain shot through "very bad." Rptr was in tears and alone. It took rptr four hours to crawl to bed, rptr was in severe pain all the while. Rptr finally got on bed but had to put pillow against wall to support their lower back and rump area. The arm rest was a hand tightened type and was as tight as could be. Rptr has written statement from dealer and pride mobility representative describing the defects on chair, which include the right arm rest. Also have tape showing defects. Told co about new medical problems. Nothing in six mos.